Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was had a loose drive support disk and a missing motor slide. The functional test could not be performed due to the motor anomaly. The insulin pump was received with cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported that the insulin pump case is broken. The piston is outside of the case. Nothing further reported.